Event description:
N/a

Manufacturer narrative:
(B)(4). Corrected sections: e1, e2, e3, - customer information corrected.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22): the device was returned to the factory for evaluation on 06/23/2021. An investigation was conducted on 06/30/2021. A visual inspection was conducted. Signs of clinical use and evidence of charred material and blood was observed on the heater wire and the jaws. The heater wire was observed to be completely flexed away from the hot jaw with detachment at the tip of the hot jaw. The hp2 cord was not returned for evaluation. A manual evaluation was conducted a reference cord was used to connect to the device. There were no physical or visual defects observed, which means that there were no defects observed on the prongs of the device. No electrical testing was done due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "connection problem" was not confirmed but was confirmed for the analyzed failure "material twisted/bent wire".

Manufacturer narrative:
Trackwise # (B)(4). Testing of actual/suspected device: (10/13/22): the device was returned to the factory for evaluation on 06/23/2021. An investigation was conducted on 06/30/2021. A visual inspection was conducted. Signs of clinical use and evidence of charred material and blood was observed on the heater wire and the jaws. The heater wire was observed to be completely flexed away from the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the cold jaw was observed to be cracked and peeled on the side of the cold jaw insulation with no detachment observed. The hp2 cord was not returned for evaluation. A manual evaluation was conducted a reference cord was used to connect to the device. There were no physical or visual defects observed, which means that there were no defects observed on the prongs of the device. No electrical testing was done due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "connection problem" was not confirmed but was confirmed for the analyzed failures "material twisted/bent wire" and "peeled jaw".

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, they were preparing the device and when they attempted to connect the electrical cord (vh-4030) to the device, it would not click in as usual and stay connected. They attempted to use different cord but same issue. They opened a new kit with no issues and progressed the procedure without any further problems. No injury to patient.